Event description:
As part of beckman coulter internal investigation, an associate reported the door of the centrifuge was able to be opened while the rotor was spinning due to tachometer failure involving proteomelab xli centrifuge. There was no report of injury associated with this incident.

Manufacturer narrative:
The cause of this issue is within the firmware of the instrument. All optima xl-a and xl-I (proteomelab) series centrifuges are affected by this failure. (B)(4).